Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty due to patient anatomy and that the physician had difficulties to fixate the lead. There were multiple replacements due to low r-wave measurements. While attempting another position the screw of the lead did not come out till the end. It was noted the screw likes to come out oblique and that there was also tissue in the screw. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.